Event description:
It was reported a patient presented with an infection. Vegetation on the lead was noted. It is unknown the origin of infection and if the system caused or contributed to the infection. The system was explanted and it is unknown if a new system was implanted. No complications were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.